Manufacturer narrative:
Product ID: 7489, serial# unknown, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that after an ins replacement due to normal battery depletion the patient noted no stimulation was felt. It was noted that impedance tests repeated gave continuously different results always with high impedances. It was noted that two poles had high impedance of over 4000 ohms. It was noted that the other poles were between 1390 and 2800 ohms. It was noted that a revision of the connection between the implantable neurostimulator and extension was performed. It was noted that reprogramming was an actions required. It was further noted that the patient had hospitalization but it appeared to be due to the replacement procedure and it was unclear if the patient was admitted. It was noted that an x-ray was performed. It was noted that the issue did not resolve and the cause was not determined. It was noted that the physician proceeded with the revision of the connection between the ins and extension. It was noted that an alligator clip screening cable accessory kit test confirmed high impedance. It was noted that after the revision the impedances were still high. It was noted that the physician planned a lead revision as soon as possible. It was noted that the patient was alive with injury and had pain at the device pocket, lead extension connection location, extension location and lead location.

Event description:
Additional information received reported the patient was receiving stimulation following the lead revision. It was noted the patient¿s pain symptoms had resolved. The reporter stated it was unknown if any diagnostics or impedance measurements were made following the revision.

Event description:
Additional information received reported that a revision was made the week prior to the report and the physician decided to implant a new lead. It was noted that the previous lead was not removed and it remained in the patient¿s body. It was also noted that the previous lead was abandoned.

Manufacturer narrative:
(B)(4).